Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on the intima-ii y 24gax0.75in ss prn slm npvc heparin cap before use. The following information was provided by the initial reporter, translated from (B)(6)to english: "at 09:29 (B)(6) 2020, the disposable indwelling needle was examined before infusion for the children, and the damaged heparin cap and dirt on the tip were found. The nurse immediately replaced the indwelling needle and reported it to the head nurse"

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9106880. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot,the retained units were found to be free of any deformations, foreign material, or abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that foreign matter was found on the intima-ii y 24gax0.75in ss prn slm npvc heparin cap before use. The following information was provided by the initial reporter, translated from chinese to english: "at 09:29 (B)(6) 2020, the disposable indwelling needle was examined before infusion for the children, and the damaged heparin cap and dirt on the tip were found. The nurse immediately replaced the indwelling needle and reported it to the head nurse."